Event description:
It was observed that during the device evaluation, the single use mechanical lithotriptor v basket wire was deformed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to various factors such as the shape, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device